Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and a reservoir was attached to a drain. The reservoir did not drain well in the hospital room although it drained properly right after the surgery. There was no adverse consequence to the patient.